Event description:
The manufacturer received information that a trilogy 100 ventilator was returned for service. There was no serious patient harm or injury that occurred or was reported. The device was evaluated at the manufacturer¿s service center. The trilogy 100 device failed a 02 low flow test step during evaluation at the manufacturer's service center. The device's active exhalation control module (aecm) was replaced to address the issue. Following the repair, the device passed all testing.